Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced chest pain and cardiac pericardial effusion after coughing and hearing "a pop". An echocardiogram confirmed blood in the pericardium. A drain was placed and the right atrial (ra) lead was re-positioned. The lead remains in use. No further patient complications have been reported as a result of this event.